Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, the device failed. The method of achieving hemostasis is not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned with the device. The scope of this investigation was limited. Inspection of the device revealed that the posterior foot was completely detached and not returned. A posterior foot break is consistent with the posterior needle being deflected during needle deployment. The deflected needle can strike the foot instead of engaging with the posterior cuff inside the posterior foot pocket as intended. Possible contributing factors for the needle deflection that resulted in a posterior foot break included, but are not limited to, manufacturing, challenging anatomical conditions, and incorrect deployment techniques. The needle trajectory of every device is verified during manufacturing. The reported minimal to no calcification present at the access site could not be definitively confirmed as challenging anatomical conditions could have also contributed to a posterior foot break. There was no definitive evidence in the evaluation of the device to suggest that the device was twisted or rotated or the needles were deployed when the device was not at an approximate 45-degree angle, which could have contributed to a posterior foot break. Based on the successful needle trajectory during manufacturing, the probable cause for the posterior foot break is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, the device is expected to be returned for evaluation. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.